Event description:
Suction irrigator began to leak as it continuously cycle without being activated. Shortly after, the irrigator began to smoke. It was taken off the field, batteries taken out to stop cyclying.